Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient stated it was on 3v when she got the new replacement ins. She went to the doctor's office 2 weeks ago and she was feeling stim. She went in to have the implantable neurostimulator (ins) checked. The patient stated she didn't change the settings. The day before yesterday (B)(6) she wasn't feeling stim and had frequency. She increased the stim. When she tried to increase the stim, she was feeling the stim at 4v. The patient wanted to know why she was not feeling it at 3v and now at 4v. Patient services asked when symptoms returned and the patient said a few days ago then said it was on and off for a while. A few days would be really good and then return with a few bad days. The patient stated she had the stim higher than 4v and she was feeling "a bit of stress back there". The patient was 4 hours away from her hcp (healthcare provider). It was noted that the patient will try the stim to see if it will help with symptoms. The patient was going in for a procedure and wanted to know how to turn off the ins with the programmer. Patient services walked the patient through turning on and off ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v513773, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).